Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 22 months post vena cava filter deployment, the patient allegedly presented to the emergency department complaining of moderate chest pain and discomfort which was said to have gradually worsened over several days, difficulty breathing and cough. The filter was allegedly discovered to have detached with two limbs located in the lungs. The patient was said to have required medical treatment (type not provided) as a result. No additional information related to this event was provided; therefore, it is unknown if the filter remains implanted. The status of the patient was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted.

Event description:
It was reported that approximately 22 months post vena cava filter deployment, the patient allegedly presented to the emergency department complaining of moderate chest pain and discomfort which was said to have gradually worsened over several days, difficulty breathing and cough. The filter was allegedly discovered to have detached with two limbs located in the lungs. The patient was said to have required medical treatment (type not provided) as a result. No additional information related to this event was provided; therefore, it is unknown if the filter remains implanted. The status of the patient was not provided. New information received: it was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved. The current patient status is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient presented for ivc filter placement subsequent to a large proximal deep venous thrombosis on the left side and pulmonary embolus. The right common femoral vein was accessed and the ivc sheath was advanced to the left of the distal ivc. Scout angiogram was performed demonstrating a patent ivc with well demarcated renal veins bilaterally. The ivc filter was advanced up to an infrarenal level. Follow-up angiogram showed excellent placement of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 22 months post vena cava filter deployment, the patient allegedly presented to the emergency department complaining of moderate chest pain and discomfort which was said to have gradually worsened over several days, difficulty breathing and cough. The filter was allegedly discovered to have detached with two limbs located in the lungs. The patient was said to have required medical treatment (type not provided) as a result. No additional information related to this event was provided; therefore, it is unknown if the filter remains implanted. The status of the patient was not provided. New information received. It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved. The current patient status is unknown.